Event description:
Hosptialized about 10 days prior to event and discharged. Had a fever at the time and it resolved. Received last antimicrobial about 2003. Fever started again 5 days later. Had red tract over course of mediport catheter. Catheter was removed along with port. Pt was getting vanconycin.